Event description:
Report received from the USA stating that the device would not connect to an attachment. The device was not being used during surgery. It is unknown if injury or medical intervention occurred and the date of the event is unknown as well. No additional information was provided.

Manufacturer narrative:
The device has not been rec'd by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).